Manufacturer narrative:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery needs to be replaced to address the issues. During the evaluation, a vent inoperative code was observed. The device's display board needs to be replaced to address the issue. The display board, blower, system board, oxygen blending module board and internal battery were evaluated by the manufacturer's product investigation laboratory (pil) and found the display board, blower, system board, oxygen blending module board and internal battery were functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery needs to be replaced to address the issues. During the evaluation, a vent inoperative code was observed. The device's display board needs to be replaced to address the issue.